Manufacturer narrative:
A2, a3, a4, and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that following a scheduled procedure, the flow rate of an implanted impella cp pump could not be increased. It was noted that the pump had been placed in surgical mode during the procedure and the cannula had been clamped with a blocking forcep to address a lack of increase in base pressure. Upon release and cancellation of surgical mode, the auxiliary flow rate failed to increase and suction alarms appeared. Despite repositioning the pump, the issue persisted and the decision was made to remove the device. An intra-aortic balloon pump was placed and the patient remained supported via ECMO.